Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-3106c camera instrument case is degradation. (B)(6) 2021 it was reported by the sales rep via phone the an ar-3106c camera instrument case coating is flaking off.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reportable failure could be using the incorrect cleaning detergent/procedure.